Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate was intended to be implanted in the endovascular treatment of a unknown size abdominal aortic aneurysm. It was reported that during the index procedure a 18f non-mdt sheath could not fit through the endurant stent and got stuck. This device and sheath was then removed from the patient. A new endurant bifurcate device was used with a 20f sheath instead and the procedure was completed successfully. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the endurant device returned with the taper tip inserted into the cook sheath. It was not possible to retract the taper tip from or insert the device further into the sheath. Bunching and slight kinks were observed on the graft cover 34.2 ¿ 36.2cm from the strain relief. The graft was deployed, and the device was cut proximal to the spindle. The taper tip was advanced distally and exited the sheath tip. There was damage visible to the proximal end of the taper tip due to attempts to remove the tip from the sheath. The reported insertion difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.